Manufacturer narrative:
Clarification to b5: mir 2025/007/008/501/026. Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Abbvie is unable to confirm with the healthcare professional; therefore, additional event, product, or patient details are not attainable. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "neuralgia (e0125)" is considered an unexpected adverse drug experience.

Event description:
Via regulatory report, healthcare professional reported being injecting a patient with juvéderm® volbella¿ with lidocaine in the right-side tear trough and experienced electric shock like sensations 1-2 days later. Patient stated neuralgia symptoms occurred only when they touches the area (tear trough) where filler was injected (right hand side). Symptoms are on-going. This is the same patient reported under (B)(4). This emdr is being submitted for the serious unexpected adverse drug experience.

Event description:
This emdr is a duplicate of emdr-(B)(4) and will be un-reported.

Manufacturer narrative:
Additional, changed, and/or corrected data: b2, b5, h1.